Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2015 at 10:56am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery cap or cartridge cap was not returned; therefore, a test battery cap and cartridge cap were used to complete investigation. During evaluation, there were no errors, alarms or warnings that occurred during investigation. The pump correctly reflected 24 units after the pump was exercised for 24 hours using a 1 unit/hour duration program. The product performed within specification and the reported ¿history/settings¿ issue complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).